Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#s: 3006705815-2019-02131, 1627487-2019-06640. It was reported the patient plans to undergo surgical intervention on a later date due to receiving ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02131. Related manufacturer reference number: 1627487-2019-06640. Additional information received indicated that surgical intervention was undertaken wherein the entire scs system was explanted which addressed the reported issue.